Event description:
The facility reports as the patient was being transferred from the wheelchair back into bed, the battery died halfway up. The patient then slid out of the sling to the floor. No injuries were reported. The facility noted this was the second time this has occurred (arjo was not notified of the initial incident).